Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call absence of no delivery alarm and high blood glucose. Customer's blood glucose level was 423 mg/dl. Customer treated their high blood glucose with a correction bolus and food. Customer's father advised the tubing was bent and they needed to know if the insulin would properly be delivered to the patient. Customer's father advised there was no alarm on the device. Customer's father was advised to call back when the patient and insulin pump are present in order to properly troubleshoot the device.